Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdominal wall hernia, the device handle was removed from the charger, they checked the handle and it was powered on. They inserted the handle into the shell and connect to the adapter, the calibration was performed with no issue. They connected the cartridge to the adapter, however the display screen was blackout and the handle did not react at all. They reinserted the handle to the charger, but the handle did not turn on. They used another to complete the case and resolve the issue. The surgical time was extended by less than 30 minutes. No patient injury reported.